Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer report was of unknown reasons and could not be confirmed. X-ray demonstrated wireform intact, heavy calcification on leaflets 2 and 3, and moderate calcification on leaflet 1. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Leaflet 1 had a 4mm tear near commissure 1 and a 3mm tear near commissure 2. Leaflet 2 had a 3mm tear near commissure 3. Leaflet 3 had a 4mm tear near commissure 3 and a 7mm tear near commissure 1. Calcification was evident at the tears. Sewing ring was cut around leaflets 1 and 3 and partially cut off around leaflet 2. Wireform was exposed on all three commissures and around leaflets 1 and 3 on the outflow aspect.

Manufacturer narrative:
G5. 2900- this device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). H10. Additional manufacturer narrative: updated sections d4 and h4. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections a1-a3, d6, and d7.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that an edwards valve implanted in an unknown position was explanted after an unknown implant duration for unknown reason. No other information was provided.